Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with an afx2 bifurcated and vela suprarenal on (B)(6) 2018. Recently, the patient presented at the hospital with some pain. Through ultrasound, it was noted that the patient had an endoleak type 1b. Patient underwent a secondary on (B)(6) 2018. The leak was resolved and patient discharged.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Conclusion codes - 92 removed, correction.